Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp5314-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxplus pressure rated extension set was separatedthe following information was received by the initial reporter with the following verbatimit was reported by the customer that had two patients over the weekend of 12/13-12/14 whose j-loops came detached from the IV catheter port while the patients were in postpartum. This morning 12/15, one of our inductions also had theirs become disconnected.